Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 600 mg/dl, which the customer treated with a bolus. Upon troubleshooting, it was found that insulin did exit the tubing during a fixed prime. The customer's mother stated that she did not think the insulin pump was working and requested it to be replaced. Nothing further reported.